Event description:
The rptr stated that the arterial pressure dropped by about 50%. The pt was then treated with medication to correct this. However, it was then realized that the transducer was at fault. They performed a "cal" check and it registered 50mm/hg.